Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the low blood glucose level. The blood glucose level of the customer was 42 mg/dl. Other relevant blood glucose level of the customer was 43.mg/dl and 97 mg/dl. The customer was treated with the orange juice, food and apple. The customer was assisted with the troubleshooting. The insulin pump will not be and sensor will be returned for the analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor failed per specifications.